Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. The pcu event log shows that at 12:31 am on (B)(6) 2017 the pump module was programmed to infuse a custom concentration of fentanyl with the user entering 100mcg for the drug amount and 230ml for the diluent volume, which made the concentration 0.435mcg/ml. The user entered 100mcg/hr for the dose, which made the rate 230ml/hr and started the infusion. At 12:57 am, the user changed the dose to 125mcg/hr, which made the rate 287ml/hr. The infusion continued at this rate until 1:29 am, when the device alarmed for air in line. At 1:33 am, the user selected the device and programmed an infusion of fentanyl 1000mcg/250ml (concentration 4mcg/ml) with a dose of 100mcg/hr which made the rate 25ml/hr. The user entered 250ml for the vtbi and started the infusion. At 1:34 am, the user changed the rate to 287ml/hr, which made the dose 1148mcg/hr. The user then changed the dose to 1250mcg/hr, which made the rate 313ml/hr. The user canceled this programming. At 1:35 am, the device alarmed for air in line and was channeled off. This programming sequence matches the customer's report of their internal testing with intentional mis-programming in an attempt to replicate the error. The volume recorded as being infused during this period was 244.342ml. The root cause of the overinfusion was user programming (initially entering an incorrect drug amount and an incorrect diluent volume). Devices not received, log review only.

Event description:
The customer reported that at 0034 fentanyl 1000mcg/250ml was programmed to infuse at 25ml/hr (100mcg/hr). At 0100, the dose was titrated to 31.3ml/hr (125mcg/hr); at this rate the bag should have lasted 8 hours; however, at 0138, the pump alarmed for air in line and the fentanyl bag was noted to be empty. The patient had received 1000mcg over 1 hour and 4 minutes; the pump indicated a rate of 287ml/hr (125mcg/hr) with 5.92ml remaining to be infused. At this time, the fentanyl infusion was discontinued. Other infusions included propofol at 20mcg/kg/min initiated at 0003 and discontinued at 0145; and levophed 6mcg/min initiated at 0032 and continued. Each medication was infusing into a different IV site. The patient was sedated and intubated with no adverse effects or medical intervention as a result of the overinfusion. All sedation was discontinued for approximately 3 hours after the event. The customer tried to replicate the event by intentionally mis-programming and confirmed that they encountered a hard guardrails limit when attempting to reprogram the infusion at greater than 500mcg/hr.